Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's medical history was further clarified to cerebral palsy gmfcs 4, born at (B)(6).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-06-07, additional information was received from a foreign manufacturer representative (rep). It was reported that the first volume discrepancy occurred on (B)(6) 2015. This discrepancy was not reported. The exact volumes were; actual reservoir volume (arv) = less than 0.5 ml removed and estimated reservoir volume (erv) = 2.5 ml. The second volume discrepancy occurred on (B)(6) 2016. The exact volumes; arv = 2.5 ml and erv = 6.7 ml. They planned to continue to monitor the patient. The patient had another refill performed on (B)(6) 2016 and "all was in order that day".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-03-02, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a pediatric patient receiving lioresal (unknown dose and concentration) via an implantable pump for spasticity and cerebral palsy. On an unknown date at a recent refill, the hcp noticed there was a volume discrepancy in the amount of drug expected to be removed from the pump and the actual volume removed. There was 4 ml's less than expected removed from the pump. The hcp reported that this volume discrepancy was the second time a discrepancy was identified. The first time there had been 2 ml's less than the expected volume. The reporter was unaware of any environmental, external or patient factors that could have led up to the issue. There were no further actions or interventions reported. Surgical intervention had not occurred and was not planned. The issue was not resolved at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, additional information was received from a foreign manufacturer representative (rep). It was reported that the patient did not have any side effects. The concentration of the drug in the pump was "3000/ml" and the dose being delivered was 358 mcg/day. It was noted that refill errors were excluded as the cause of the discrepancies. Over infusion was not "clinically" suspected. The patient's next refill date was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.